Event description:
It was reported that the patient was not feeling well and went to the emergency room (ER) on (B)(6) 2014 because they were very sick. They were sent home with an outcome as "uncertain cause". Again on (B)(6) 2014 the patient was taken to ER in severe pain, and was admitted for 5 days. The patient¿s symptoms were also described as ¿leg history¿, severe spasms. The cause of the event was from the patient running out of baclofen in the pump and having no medications. The therapy was noted as intrathecal baclofen pump therapy (itb). The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l60856, implanted: (B)(6) 1999, product type: catheter. (B)(4).